Event description:
It was reported that exit block was observed. When attempting to remove the right ventricular lead, the lead broke into two pieces and the proximal end remained inside the patient. A new lead was implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead was fractured and returned without the distal tip. A combination of abrasion and fatigue caused the fracture of the lead insulations and coils.